Event description:
Additional information was received from the patient. They reported that the shocking/zapping was only felt during recharge sessions. A layer of clothing was not used, but the belt was used. The belt did not resolve the shocking sensation.

Manufacturer narrative:
H6: due to imdrf harmonization, some previously submitted device, patient, method, result, and conclusion codes related to this event may have been updated. (Img code was added.) Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient's incision was healing well. The issue with connection resolved. Per the office staff, the approximate depth of implant was 0.5 inches. The patient was not going to have the device explanted.

Manufacturer narrative:
B2: wound infection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the shocking with recharge had not been resolved. They said someone said to put a thin shirt or underwear under the charger/belt. When they did that it took them longer to get a connection. On august 25th charge they had a not so pleasant shock that went down their leg.

Event description:
Additional information was received from the patient. They reported that the patient called back to provide an update to previous recharging difficulties. Patient reported their incision was healed and they were able to recharge the ins after repositioning the recharger. Patient noted every once in a while they feel kind of like a zap sensation like an electric shock while charging. Patient states the shocking felt more internal and less on the surface of the skin. Patient was charging over bare skin when this occurred. Attempted to ask patient additional questions regarding discomfort while charging but they were not presently charging and stated they would pay more attention tomorrow when they charged. Recommended patient charge over a thin layer of material and in a dry environment. Recommended patient follow up with managing physician if this is not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: the rep reached out to the patient on (B)(6) and had not heard back from the patient. On march 25th the rep reported the patient continues to have an open area on back where battery was implanted. The patient will have a follow up appointment with physician on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the was difficulty recharging implant since the beginning of february, that it will connect and then lose connection and they see the red light. Patient also mentioned they saw screen with connection said 0-18. Patient reported this to their physician, and the physician's office said the manufacturer's representative redirected patient to contact patient services (ps). Patient stated the incision site hasn't healed yet and they were working with physician on that issue. Ps reviewed recommended steps to first palpate ins site, however patient said really can't do that at this time, due to status of incision site, said it was still sore, however said they could feel one side of it. Patient placed bullseye over ins site and then turned recharger on. The recharger connected and they turned the recharger app on which confirmed connected and recharging. A few seconds later, the recharger started beeping again and patient repositioned and said started recharging again. Ps agent reviewed that the current status of incision site could be possibly be contributing to this challenge of staying connected. Patient said there is no bandage over the site however patient does have a t-shirt over the site. This happened again and with repositioned recharger connected to implant and said is recharging and ins battery at 70%. Patient planned to recharge as she can, explained she may need to try to recharge in multiple sessions. Reviewed recommendation of healed wound prior to recharging with patient. Patient said that recharger was connected and app said is recharging at end of call. Patient to spend time recharging and repositioning as needed to finish recharging implant. Ps agent did call patient back for status update and they said that they lost connection again after first call ended however said patient was able to finish recharging implant to 100%. The incision had not healed since implant. Patient said that the stitches would pop out and surgeon re-stitched, however patient said that they popped out again. Patient said that physician told patient to let the incision site air dry during the day and then place antibiotic over and bandage at night. Patient said incision site is still sore, pussy and bloody. When asked, patient was last seen last month for this issue. The patient was redirected to their healthcare provider to further address the issue, and their next appointment to see physician in on march 9th.